Event description:
The facility reported an infusion pump with depleted batteries during bio-med testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.